Manufacturer narrative:
(B)(4). The device was evaluated. The event history log review identified the low priority 30166 (max air exceeded) alarm. The device was visually inspected and there were no issues found. The returned device also underwent return instrument test/evaluation (rite) functional and electrical testing. The cause of the alarm was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, one alert event condition code 30166 (max air exceeded alarm) was identified in the treatment history file (and therapy) started on (B)(6) 2014. No further information was available.